Event description:
It was reported that there was an explantation. Implant failure per director of surgical services of facility. Per director: "FDA regulates that we notify the vendor of trackable devices that we have explanted at our facility."

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further information was provided at the time of this report or made available in response to multiple follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The complainant's event could not be verified. Customer did not provide details of the incident. Multiple requests to the customer resulted in no further information. The cause of the event could not be determined from the information available. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Per facility, will not be returned.